Manufacturer narrative:
The empty liquid embolic vial was returned for analysis. The liquid embolic material was not returned, as it was consumed in the event. For further investigation, one vial from the retained (same lot) was samples for testing. The retained vials were then prepared per the instructions for use (IFU). The embolic material in the vials appeared to mix well. After mixing, the embolic material was then aspirated immediately into in-house embolic material 1ml syringes with an 18-gauge needles for density testing. No other anomalies were observed. Based on the analysis findings and the reported event details, the reports of poor liquid embolic material visualization could not be confirmed, as the material was not returned. Possible contributing factor of poor liquid embolic material visualization include not shaking the vial per the IFU. The in-house retained vials with the same lot number were visually inspected, mixed and then tested for density; and found to be within specifications. The lot history record of the tantalum powder's lot number has been reviewed and no quality issues were noted. The lot history record of the liquid embolic material showed no discrepancies that would have contributed to the reported experience. Per our instructions for use (IFU): the user should shake liquid embolic material for at least 20 minutes, on a liquid embolic mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix the liquid embolic material for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject the liquid embolic material immediately after mixing. If liquid embolic material injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of liquid embolic material during injection. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the liquid embolic material was not visible when injected into the microcatheter. The case was abandoned, and the patient was sent for radiosurgery. This event occurred the embolization to treat a grade 2 arteriovenous malformation (avm) in the eloquent region. The anatomy was tortuous, and the target vessel was distal. The access vessel was the ica and access vessel diameter was 3.5mm.